Event description:
It was reported that the patient developed an infection at the generator site after recent generator replacement. Review of the generator and lead device history records confirmed sterilization prior to distribution. No additional relevant information has been reported to date.

Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
Clinic notes reported that the patient's vns had been explanted due to infection. No additional relevant information has been received to date.

Event description:
It was clarified that the patient's generator was explanted due to the infection. No additional relevant information has been received to date.